Event description:
Healthcare professional (hcp) reports a blood leak resulting from a cracked venous header during patient use on reuse number 6. The crack was noted to be along the threads of the header. Estimated blood loss was 250cc and treatment was continued with new disposables without incident.